Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
We received a user report via notification from the department of health and human services. The user report stated the following: the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer went into diabetic shock at an airport restaurant. The customer experienced symptoms such as loss of consciousness. It is unclear whether the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not call medtronic. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Correction made to event date.